Event description:
It was reported that the removal difficulty occurred. The 10 mm long, 80% stenosed, de novo target lesion was located in the mildly tortuous and non-calcified mid left descending artery (lad) with a vessel diameter of 3.00 mm. The target lesion was predilated using a 2.50 mm x 10.00 mm balloon with 70% residual stenosis. A non-bsc guide catheter and choice floppy guidewire were introduced via the radial artery. A 3.00 mm x 12.00 mm promus premier select stent balloon expandable was selected for percutaneous coronary intervention (pci). During the procedure, the stent became stuck in the lesion. Withdrawing of the device was difficult, and the delivery balloon was not fully deflated prior to removal. Device was removed and the procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).